Manufacturer narrative:
Investigation conclusion: the customer reported complaint of the keypad being replaced due to an open circuit was evaluated. The keypad was confirmed to have a faulty system on key and a nonfunctioning ac indicator light. Test results identified the keypad failing to power on; however, all other soft keys were observed to be functioning as intended. An internal inspection was performed. Each layer of the front case was removed and inspected for anomalies. Signs of fluid ingress was visible. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. An extensive investigation for this issue has been previously performed and completed through fi dir #10000356329. There was no patient involvement (npi). Device inspection: external and internal inspection was performed on (qty 1 printec p/n tc10012515). During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. During external inspection, the keypad was in good condition with no issues observed. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 27sep2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 23oct2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only a front case keypad assemby was provided for the investigation.

Event description:
It was reported that (1) pcu-keypad open circuit. The customer confirmed that there was no patient.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (1) pcu-keypad open circuit. The customer confirmed that there was no patient.